Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg tip was found kinked upon opening the package. Therefore, a new kit was used instead." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened kit with a guidewire advanced within the guidewire assembly for analysis. However, the guidewire cap was not returned with the sample. No obvious signs of use were observed. Visual analysis revealed that the guide wire was kinked on the distal j-bend. This resulted in the j-bend to be slightly misshapen. During full assembly, the kink on the guide wire would have been located within the cap during packaging, shipping, and storage. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guidewire measured at 5 mm from the distal tip. The guidewire length measured 1002 mm, which is within the specification limits of 994mm-1013mm per guidewire product drawing. The guidewire outer diameter measured 0.87mm, which is within the specification limits of 0.86mm-0.90mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "if using standard arrow advancer, raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth. The guide wire was advanced through a lab inventory ars to functionally test the guide wire. The undamaged portions of the guidewire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The customer report of a kinked guidewire assembly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guidewire was kinked at the j-bend. During full assembly, the kink on the guide wire would have been located within the cap during packaging, shipping, and storage. Additionally, the guide wire passed all relevant dimensional and functional requirements. Based on these circumstances, the potential root cause cannot be determined at this time as it is unknown when the damage occurred. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg tip was found kinked upon opening the package. Therefore, a new kit was used instead." There was no patient involvement.